Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a routine supply change, the user¿s blood glucose rose throughout the day and reached a reading above 400 mg/dl the following morning, at which time the user observed a leak at the cartridge end; after replacing all supplies, blood glucose returned to normal and no ketones were detected. Symptoms included hyperglycemia. Outcomes included transient elevated blood glucose without hospitalization. Investigation included collection of user feedback and coordination for replacement supplies and return of the leaking cartridge. Investigation of this case revealed a suspected cartridge leak consistent with a device component failure at the cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was a component failure related to a leaking cartridge.